Event description:
It was reported there was a handle leak.

Manufacturer narrative:
The device was not returned for eval. Review of the device history records confirmed this device met manufacturing requirements prior to shipment. A quality improvement project was initiated to address handle leak complaints. Our records indicate this MDR was sent on 08/04/2010 but we have been unable to verify shipment/receipt through shipping records. We are therefore resubmitting this MDR to ensure delivery.